Manufacturer narrative:
The device evaluation is now completed. Additional information for the event is also available. This supplemental report is being submitted to provide this information. The customer informed that the event was identified by an employee and made a request to send it in for repair. The event did not take place during procedure. The reported issue for the device is no image. The device history record review confirmed that device has no abnormality in manufacturing, special adoption, and dispersion. Upon evaluation of the device, the user¿s complaint was confirmed. The device yielded no image due to electrical contact failure. The device was returned to the customer without repair. Root cause for the no image issue could not be identified. The following causes are inferred from investigation result. More than six years have passed since the device was manufactured, and it is likely that electrical contact failure was caused by wear of electrical contacts and disconnection of cables due to repeated use for a long period of time. This causes the electrical connection to become unstable, and the image signal from the scope cannot be correctly transmitted to the video processor.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 14-sep-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
There is no additional information available for this event as yet. Initial reporter contact phone number is (B)(6). The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, the device yielded no image. There is no reported patient harm or adverse impact.